Event description:
It was reported that stent damage occurred. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and the stent strut was found to be lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the middle section of the stent were lifted from their crimped position and pulled distally. The undamaged stent outer diameter was measured and the result was this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and the stent strut was found to be lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported.